Event description:
It was reported that the pump experienced a malfunction, and no notable events occurred prior to this malfunction. There was no adverse impact to the customer's blood glucose level as it did not exceed 500 mg/dl. The customer was informed by technical support that the pump would be replaced and training would be available through their tandem source account. A replacement pump with updated software was sent to the customer, who acknowledged how to store the current pump and return it to tandem with a pre-paid label via ups within 10 days. The customer will use multiple daily injections as backup therapy. The customer reverted to an alternate method of insulin therapy.